Manufacturer narrative:
The failure investigation has been completed and the alleged hardware issue was verified while based on the analysis, the alleged minimum fill issue could not be verified.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that a minimum fill notification occurred. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.